Event description:
It was reported that the patient¿s implantable neurostimulator (ins) started to move around since sunday. The patient had a lot of pain and had to take a lot of medication. The patient lost a little weight about a month ago but the ins did not start moving until sunday. A physician listing information was requested as the patient was looking for a closer doctor. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).